Event description:
Olympus medical systems corp. (Omsc) was informed that the device could not be turned on. The facility finished the case with the same device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to the failure of power circuit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred since main board failed. The main board failure might be caused by an accidental failure of the electronic component.